Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion procedure. During closure of the wound, a 5 mm pin broke off of the body of the retractor carriage and into the surgical wound. The piece was identified after closure of the wound, while taking final radiographic images. The wound was reopened and the pin was retrieved. No further patient impact was reported.

Manufacturer narrative:
The complaint device was evaluated and the reported event was confirmed. The evaluation identified failure of the laserweld in place to join the pin component and the carriage body. Operative notes and/or radiograph images were not provided for review of usage/technique. A review of device manufacturing records was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided but is likely the result of excessive use of force or technique. Labeling review: "pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.